Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and stated the customer was getting a repeated recoverable error 23013. Logs showed errors 23013 and 23008 on the right master controller on surgeon side console (ssc) 1. The tse had the staff turn off the system and unplug ssc 1. Staff rebooted with just ssc 2 and it came up with no errors. Staff was proceeding with ssc 2. The procedure was converted to another ssc and there was no reported injury. Intuitive surgical inc. (Isi) followed up with the csr to confirm that the system was checked and powered up with out any issues. The case was completed and not aborted or converted. The surgeon was able to go into following mode and see through the high resolution stereo viewer (hrsv).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced master tool manipulator (mtm) 2 to correct the reported problem. The system was tested and verified as ready for use. Isi received the mtm 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce the the reported complaint during sine cycle. The following parts will be replaced as a fix: axis 1 motor, a1 moto cable, axis 1 pot. No image or video clip for the reported event was available for review. An isi technical support engineer reviewed the system logs at the time of the call into technical support. Investigation revealed related system errors. Additional log reviews confirmed that system sk5407 was used on (B)(6) 2022 for a bilateral inguinal hernia surgical procedure. This complaint is considered a reportable event due to the following conclusion: the customer converted to the second surgeon side console after the start of the procedure due to the repeated recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.